Manufacturer narrative:
(B)(4). The lot was manufactured from january 15, 2015 to january 16, 2015. The device was inspected at the baxter (B)(4) compounding center. A visual inspection revealed a particulate matter in the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a floating particle of unknown origin, smaller than 0.5 square mm, floating in the solution of a large volume infusor. The particle was in the fluid path. This occurred before use after the device was compounded with fluorouracil. No patient was involved. No additional information is available.